Event description:
It was reported that during an unknown procedure that the stapler was jamming and not wanting to open. No other information was provided. Unknown how the procedure was completed. No patient consequences that rep was aware of.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished (B)(4) with lot/batch number x95m79, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. D4: batch # 935a41. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the handle shrouds partially opened, and with a gst60b reload fully fired loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed without any difficulties noted. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, the handle shrouds were removed and were found to be damaged. Also, the spring firing trigger was noted to be missing. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 935a41, and no non-conformances were identified.